Event description:
It was reported by the customer that a pyxis medstation es system had a tower door failure which was jammed. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to reseat the connections to the door controller board. A field service engineer troubleshooted and found the tower door jammed. So, they cleaned all the latch contacts and reseated connections to the door controller board. The system functioned as intended.